Event description:
It was reported that the left ventricular lead was found to not be capturing, and the doctor was unable to position either lead in stable position with acceptable thresholds. The leads were not used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found, but blood noted on all conductors and lead was stretched; full lead returned and analyzed. (B)(4) no anomalies found, but blood noted on all conductors and lead was stretched; full lead returned and analyzed.